Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24-apr-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report (B)(4) the following information: describe the event or problem: patient presented to ed with a clogged g-tube. Rn attempted to flush tube and the proximal port was easily flushed and upon inspection there wasn't any obstruction. The tube was pliable when compressed all the way to the skin insertion site. The nurse used the avanos dual ended cleaning brush 7mm size to first sweep the distal port and the used the other end of the brush several inches into the distal port without any resistance. Once the nurse pulled back the brush, the brush wasn't attached. About 3cm of the brush was pulled off in the patient's feeding tube. There was no visualization of the missing piece in the distal port. Patient offers no complaints. Abdominal film completed. The patient went for g-tube replacement and there were no further issues. Additional information received 03-apr-2024 notes "about 3cm of the brush broke off in the distal port of the g-tube. No patient injury. No medical intervention required as patient was already scheduled to have tube replaced.".

Manufacturer narrative:
The device history record for the reported lot number, 30212027, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 28-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.